Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with concerns about their pacemaker pocket. Patient explained that there was bruising and swelling around the pocked that developed into a hematoma and then a seroma which popped. Patient presented to the operating room for a pocket revision on (B)(6) 2017. Physician only cut and removed the affected tissue without touching the pulse generator or the leads. Patient was sent home and did not report any complications from the surgery.